Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer no symptoms. Customer treated high blood glucose with insulin pen. Customer's blood glucose value was 52 at the time of the call, due to being off of insulin pump as requested by physician since (B)(6) 2016. Customer reported that the high blood glucose levels began on (B)(6) 2016 after receiving no delivery alarms. Customer did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues, however, it was a past event and customer was not able to check issues. Customer declined to check if settings were correct. Insulin pump passed self-test. Customer was not able to complete troubleshooting due to going to see the physician.